Event description:
The customer reported while performing an operational check, the device is freezing when apply charge button test.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.